Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly. No unexpected rewind anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin. The customer stated that the insulin squirts on occasion and it was prime or rewind again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.